Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion. A year ago, the device estimated battery longevity was at 2.5 years remaining. Today, the estimated battery longevity is at 3 months remaining. There were no data provided for battery analysis and boston scientific had requested that they provide them. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion. A year ago, the device estimated battery longevity was at 2.5 years remaining. Today, the estimated battery longevity is at 3 months remaining. There were no data provided for battery analysis and boston scientific had requested that they provide them. There were no adverse patient effects reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion (pbd). A year ago, the device estimated battery longevity was at 2.5 years remaining. Today, the estimated battery longevity is at 3 months remaining. There were no data provided for battery analysis and boston scientific had requested that they provide them. There were no adverse patient effects reported. The device remains in-service. Additional information was provided, it was reported that the device was explanted and replaced due to alleged pbd. No additional adverse patient effects were reported. The device is expected to return for analysis. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion (pbd). A year ago, the device estimated battery longevity was at 2.5 years remaining. Today, the estimated battery longevity is at 3 months remaining. There were no data provided for battery analysis and boston scientific had requested that they provide them. There were no adverse patient effects reported. The device remains in-service. Additional information was provided, it was reported that the device was explanted and replaced due to alleged pbd. No additional adverse patient effects were reported. The device is expected to return for analysis.